Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a motor error alarm from the insulin pump. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. However, the customer did not desire a replacement pump, and stated that the issue had already been resolved. The customer did not want to troubleshoot for the alarm. The customer reported not being hospitalized and experiencing no serious injuries as a result of the alarm. The customer's blood glucose values were not reported. No further information was provided.